Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered shocks due to noise and oversensing, the therapy was exhausted. X-rays were performed which were inconclusive. It was decided to explant and whole system and another was implanted instead. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection showed no visible notch next to the sense b electrode. A bend was observed at approx. 30 and 90 mm from the terminal end. X-ray imaging revealed a kink at approx. 342 mm. From the terminal end. Fracture characteristics are consistent with cyclic fatigue. The electrode passed continuity testing. Furthermore, a hipot test was performed successfully, indicating no electrical shorts between the conductors. Analysis was unable to confirm the allegations made against the electrode in the field, and the kink is thought to be superficial and inherent from the time the electrode was manufactured.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered shocks due to noise and oversensing, the therapy was exhausted. X-rays were performed which were inconclusive. It was decided to explant and whole system and another was implanted instead. This system is expected to be returned for analysis. No further adverse patient effects were reported.